Manufacturer narrative:
Method code 4119 reported in initial MDR submitted was an error. It should be have been b14. Component code has been corrected to g05006. The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced terrible near vision. On pre- op visit, the surgeon informed that patient that after surgery, the patient could not be able to see anything close such as computer screen, cell phones, book or labels at a store on using the specialty lens without reading glasses. On (B)(6) 2023, the patient had cataract surgery on one eye and on post operative visit, the patient informed the surgeon that, his far vision was good but the patient could not read anything close. The doctor informed patient that, his vision would be better after a while. A week after surgery on his first eye, the patient had the second lens implanted. Several weeks later, during the post-op meeting with another doctor, the patient again informed him that his near vision was terrible and I couldn¿t read anything without reading glasses. The surgeon recommended that, they could not do anything about the lens which was implanted because another surgery may cause further damage. Additional information received from the consumer and stated that, the patient was not happy with the lenses. There are two medical device reports associated with this patient. This report is associated with the right eye.